Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: evidence of short battery life was illustrated with 10 count voltage drops on 06/21/2017. The battery compartment was cracked above the grip pad. The returned battery cap¿s threads are stripped and the cap was unable to fit securely to the pump. The cap became stuck when trying to remove it. A test cap was used during the investigation. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. During investigation, the pump alarmed with ¿cs177¿ warning upon confirming the ¿verify¿ screen. The reported ¿short battery life¿ complaint was duplicated. ¿ez-prime¿ steps were performed correctly and all current readings are within specifications. The pump¿s cover was removed; no further moisture corrosion or any intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.